Event description:
Possible ventricular oversensing on stored egms. Unable to confirm consistent lv capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).